Event description:
Healthcare professional reported that a "patient had a coronary CT read on (B)(6) 2023...the case went for heartflow analysis and ffrct came back clearly negative in the proximal rca. I am told now that the patient developed unstable angina and underwent cath, showing >90% stenosis in the proximal rca." The date of onset, date when the cardiac catheterization was performed or patient treatment or outcome, were not provided.

Manufacturer narrative:
Healthcare professional (hcp) reported that a patient had a coronary computed tomography (CT) read on (B)(6) 2023. Heartflow analysis was completed on (B)(6) 2023 which indicated a negative result in the proximal rca. On (B)(6) 2023 the hcp reported a potential false negative and stated that the patient developed unstable angina on an unknown date, and underwent cardiac catheterization on an unknown date which showed a >90% stenosis in the proximal rca. As the date of first onset for the adverse event is unknown, there is the potential that the patient conditions between modalities are more than 60 days apart. Any patient treatment or outcome details were not provided. Hfid# (B)(4): the investigation determined there is the potential that the proximal rca regions (15mm) and (40mm) were modeled larger than what was indicated by angiography due to uncertainty caused by the combination of plaque and artifact. However, this could not be confirmed with the available information. Heartflow analysis met device specifications despite the reported discrepancy. The customer has been notified of the investigation results. The company representative followed up for additional information regarding the reported event, invasive imaging and any treatment or outcome. No other information has been received at this time. Heartflow's analysis instructions for use include the following warnings: the heartflow analysis represents patient conditions at the time of CT acquisition. The duration of time and changes to patient health after CT acquisition must be assessed during interpretation. Clinical validation that supports the heartflow analysis was limited to subjects whose CT acquisition occurred within 60 days of invasive ffr (mean 18 +/- 13 days). Due to the variability in the heartflow analysis, the ffrct values should be reviewed as one of several clinical data points to be used in conjunction with the patient's original CT images, clinical history, symptoms, and other diagnostic tests, as well as an appropriately trained clinician's clinical judgment, to evaluate the patient. The heartflow analysis process is dependent on the quality of the imaging data provided. The ffrct values may be affected by assumptions needed to resolve anatomy in areas of uncertainty, whether provided by the physician or made by heartflow case analysts.